Event description:
It was reported that a pt underwent surgery to excise mesh in (B)(6) 2007 due to pain, recurrent stress urinary incontinence and prolapse. During this procedure, another mesh was used. The pt continues to experience pain and erosion, and will require additional revision surgery. No additional info was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02493. The same pt is represented in each medwatch.